Event description:
It was reported that the it looked as if the intermittent catheters had been "forced" into there packaging or box and this had caused them to have a slight permenant bend which made them slightly more difficult to use.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "misassembled packaging (incorrect position of packages inside the box)". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the it looked as if the intermittent catheters had been "forced" into there packaging or box and this had caused them to have a slight permenant bend which made them slightly more difficult to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.